Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of missing depth markers is confirmed but the exact cause remains unknown. One photo sample of a groshong catheter was provided for evaluation. The catheter is shown to be inserted and within patient use. A clear dressing is covering the catheter at the insertion site. The print markings do not appear to be visible on the catheter. A dark colored fluid and smudges are visible within the dressing material and on the catheter surface. Based on the information provided, possible contributing factors include extended exposure to solutions affecting the catheter and incorrect catheter print. Since the depth markers did not appear to be present, the complaint is confirmed but the exact cause remains unknown. A lot history review (lhr) of redr0484 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that patient needed to have a PICC catheter placed due to the infusion of chemotherapy drugs to treat tumor. When placing the catheter, the nurse found no graduations on the catheter. In the principle of thrift, the head nurse placed the catheter in this patient.